Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the device may have reached the recommended replacement time (rrt) prematurely. The device was explanted and re placed. No patient complications have been reported as a result of this event.